Event description:
I experienced a number of serious reactions and conductions after using the invisalign orthodontic braces. I experienced swollen lips, swollen eyes, itching eyes and rashes on my arms legs and abdomen. This continued after many tries at cleaning the braces and letting them air out for some time at the direction of my orthodontist. I had to ultimately discontinue using the braces after repeated reactions when I used the braces. This has cost me a lot of time and money and has only caused me misery. I hope that you look into the manufacturer of invisalign to ensure that they perform adequate biocompatibility studies on their product and continue to maintain gmp compliance to ensure safety and efficacy for their product. Dates of use: (B)(6) 2011.